Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced pain and non-auditory stimulation resulting in loss of benefit. The device was explanted on (B)(6) 2026 and it is unknown if there are plans to reimplant the patient as of the date of this report.